Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx054z -as vega ps tibial plateau cemented t2+. According to the complaint description, the vega knee implants provided for a total knee arthroplasty failed and required revision. The doctor alleges the implants did not properly react with the palacos mv with antibiotic cement used for fixation. Intraoperative photos of the implants are available. Also, the patient complains of knee pain on the other knee with the same implants. The patient had bilateral knee replacements on the day of the initial surgery. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00066 (400500468 + nx031z), 9610612-2021-00065 (400500469 + nx054z).

Manufacturer narrative:
Associated medwatch-reports: 9610612-2021-00066 (400500468 + nx031z). 9610612-2021-00065 (400500469 + nx054z). Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.